Event description:
The manufacturer received information from a durable medical equipment (dme) representative that a user reported that a continuous positive airway pressure (CPAP) device had a "burning smell" and the device's top enclosure had a void caused by a thermal event. There was no report of harm or injury. The manufacturer evaluated the device and confirmed a void to the enclosure. The device was observed to have evidence of liquid ingress. This liquid ingress was identified as the root cause of the reported thermal event in the device's printed circuit assembly (pca). The manufacturer reviewed the device's user manual and concluded the product's labeling provides user care and handling instructions to prevent water ingress from occurring or affecting the operation of the device. The manufacturer concludes that user mishandling/abuse caused or contributed to the failure of the device and that no further action is necessary.